Event description:
The surgeon was preparing the patient with the sponge stick from preoperative tray. The sponge separated from the stick upon insertion into the vagina. This was not apparent at the time and the doctor scrubbed with the sponge stick. When the sponge stick was removed, it was immediately noticed that the sponge was retained in the vagina. It (the sponge) was promptly removed and the preparation was continued with the remaining sponge sticks without any problems. There were three scratches in the vagina.======================health professional's impression======================the sponge came off the stick while inserted in the patient, therefore, making it impossible to recognize that this occurred.======================reporter indicated the doctor had no problem inserting the sponge into the vaginal cavity and there were no odd anatomy issues with the patient.